Event description:
Information was received from a manufacturer's representative and patient regarding an external device. It was reported that the patient's controller was not powering on. Representative said they had been troubleshooting with the patient for the last 10 minutes, and the ac power supply had green light and controller powers on when plugged into the cord with the battery pack, but when the controller was unplugged, the screen would turn off. Controller also powered on when aa batteries were inserted. When asked event date, patient said they had "it" off for a year and they had been trying to get "it" back on for a couple of weeks. Representative inspected battery compartment but did not see any damage. Representative tried plugging controller into ac power without li battery, and reported the controller powered on. The issue was not resolved. A replacement battery pack was sent out. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m995402a001 (serial: (B)(6) ); product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial# (B)(6): product type h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: m995402a001, lot#serial#: (B)(6), product type: analysis of the battery pack, model: m995402a001, s/n: (B)(6) found battery wont charge - scrapped due to not charging in known good unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.